Manufacturer narrative:
Unit passed displacemnt test, rewind, off no power self test and unexpected restart error test. Unit alarmed compromised force sensor during basic occlusion test due to moisture damage on the forced sensor resistor. Unable to perfrorm occlusion test, prime/delivery test and excessive no delivery test due to compromised force sensor alarm. No rewind anomaly noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked case and cracked display window.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer was assisted with troubleshooting. The customer¿s blood glucose level was 157mg/dl at the time of the incident. The customer stated that the drive support cap appeared normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The information provided in section h6 was incorrect with the initial report. The correct information has been provided with this report.